Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. 1 device was evaluated in the field and the issue was confirmed; there was a damaged/broken component. The device was repaired and returned. 1 device was not evaluated as the customer canceled their request for service. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, where it was reported the zoom surged or had unintended motion. 1 event had no patient involvement. 1 event had patient involvement, however there were no consequences or impacts to the patient.